Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomy with salpingectomy. Event description: during the procedure, an unidentified object was visualised within the patient¿s body. As the assistant port was the only port through which instruments were repeatedly inserted and withdrawn, it was suspected as the possible source. Upon inspection, the object was identified as originating from the assistant port kii fios (cff03), which consists of three components. The surgeon was notified, and the assistant port was removed while the other ports were kept in place to allow further inspection if required. The components of the port were examined and the remaining parts were confirmed to be intact. "Dear "[name]", we would like to inform you of an intraoperative observation involving the assistant port (cff03). During the procedure, an unidentified object was visualised within the patient¿s body. As the assistant port was the only port through which instruments were repeatedly inserted and withdrawn, it was suspected as the possible source. Upon inspection, the object was identified as originating from the assistant port kii fios (cff03), which consists of three components. The surgeon was notified, and the assistant port was removed while the other ports were kept in place to allow further inspection if required. The components of the port were examined and the remaining parts were confirmed to be intact. We would appreciate it if this device could be reviewed and investigated to determine the possible cause and to advise if there are any recommendations to prevent similar occurrences in the future kind regards, "[name]"." Unknown clinical impact. Additional information received on 20 mar 2026 from the territory manager: product & event details product family: kii fios tr. Model number / serial number / UDI (if available): cff03. Lot number (7 digit): would be one of the lot numbers in the pictures attached. Name of procedure being performed: hysterectomy with salpingectomy. Date of event (or approximate date if unknown): (B)(6) 2026, monday, 19:30. Timing of event: before use / during treatment / post treatment / unknown: during treatment. Date any applied medical team member was first notified of the event: 12th march 2026. Any clinical impact to the patient (if applicable): no. How the situation was resolved (e.g. Device replacement, additional intervention): device replaced. Any other instruments used at the time: unknown. Product return: will the affected product be returned? (Yes / no): no, they did not keep it. Intervention: the surgeon was notified, and the assistant port was removed while the other ports were kept in place to allow further inspection if required. The components of the port were examined and the remaining parts were confirmed to be intact. Patient status: no injury.